Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of the pump segment bursting could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated during use and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch(lot) no: uknown it was reported that tubing set burst while in the pump segment. Additional information (customer response) (B)(6) 2020: ¿ the tubing was uncoiled ¿ it did not occur during priming ¿ the area that was broken was just above the blue clamp in the section of the tubing that goes into the pump ¿ the call was a cardiac arrest. The patient was in cardiac arrest when the failure happened and there was no change ¿ there was additional time taken to apply new IV tubing but it did not delay any treatments or therapies ¿ there was no significant exposure. The only body surfaces that came into contact with the IV fluid had ppe applied

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of the pump segment bursting could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated during use and leaked. The following information was provided by the initial reporter: material no: 2420-0500 batch(lot) no: unknown it was reported that tubing set burst while in the pump segment. Additional information (customer response) (B)(6) 2020: the tubing was uncoiled it did not occur during priming the area that was broken was just above the blue clamp in the section of the tubing that goes into the pump the call was a cardiac arrest. The patient was in cardiac arrest when the failure happened and there was no change there was additional time taken to apply new IV tubing but it did not delay any treatments or therapies there was no significant exposure. The only body surfaces that came into contact with the IV fluid had ppe applied.